Manufacturer narrative:
Submit date: 01/21/2016. The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was 1431400201. The catheter assembly part number 00478045 lot number 1430800069 was utilized in the lot. The device history record (DHR) review indicated that there was no quality issues associated with the reported condition. All operational parameters relevant to the reported condition were within specification. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. However the product specification was reviewed in order to identify the possible root causes for the catheter dimensions. With the available information it is not possible to confirm a root cause for this issue. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/12/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted (B)(6) 2015 and the palindrome is still loose. They did not remove the sutures for two months because of that, and now the patient was infected with (B)(6) in the wound, the location where the sutures were attached. The catheter is still in place and is being pulled and replaced at some point during this week of (B)(6). They need to extract the cdk, and they are going to take a sample to the lab for further investigate to determine medical intervention.